Event description:
It was reported that the patient experienced pauses. It was further reported that the right ventricular (rv) lead exhibited high threshold and loss of capture. The implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead was capped and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.